Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Did the patient have an infection? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an oral and maxillofacial soft tissue debridement under local anesthesia on (B)(6) 2025 and suture was used. The patient was admitted to the hospital due to a cleft lip caused by a car accident. The patient received surgery on the same day. On the first day after surgery, there was swelling, redness, and itching in the lips, as well as congestion and swelling of the mucosa in the lower lip. The patient had wound secretion and inflammation, physical examination showed itching and pain at the suture site of the lips, with light yellow exudate and slight bleeding. The tenderness was obvious, and the suture did not fall off. The doctor considered a suture allergic reaction. The patient was administered an injection of clindamycin phosphate injection for anti infection and strengthen local dressing changes for treatment. On the second day after surgery, the patient reported that the pain and itching symptoms of the wound had eased, but the incision mucosa was still swollen. There was no blood or fluid leakage at the suture site, and there is slight redness and swelling around the suture. Additional information was requested.